Manufacturer narrative:
Additional information was received on 24-apr-2025. It was reported that there was no relevant history/preexisting condition. Prior to noting the cardiac tamponade, ablation was performed with no evidence of steam pop. One catheter exchange and one transseptal puncture site were performed during the procedure. Correct catheter settings were selected on the generator, and no issues noted with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used was realtime dashboard, vector dashboard with parameters for stability range: 3mm, time: 3sec, fot: 25%3g, tag size: 2mm. Additional filter used was respiration filter on, and color options used prospectively was tag index. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a right pulmonary vein (rpv) ablation, the patient experienced cardiac tamponade. During the procedure, the patient¿s blood pressure temporarily decreased. Pericardial drainage performed, and the patient quickly recovered by the time of leaving the room. There were no errors or issues with the qdot micro catheter. The physician's opinion on the relationship between the event and the product was that the event was due to the procedure and not likely caused by the product. No extended hospitalization was reported. There were no abnormalities observed prior to or during use of the product. Response received indicated that no surgery was required. The patient improved.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).